Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed due to 0vdc. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window. The allegation was undetermined because an investigation cannot be performed. The probable cause is discharged transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.